Event description:
The patient was implanted with 2 leads (from the same lot) as part of his scs system. It was reported, the patient is experiencing inadequate stimulation. The patient stated, he experienced a sudden change in stimulation. The patient denies any falls. The sjm representative met with the patient for reprogramming which was not able to provide stimulation to the proper areas. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.